Event description:
It was reported the patient's ipg became superficial and was partly exposed. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was explanted and replaced with a new ipg. The new ipg was implanted in a new pocket to address the issue. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Pain at the original ipg site resolved. The original ipg pocket tested positive for skin contamination flora. Patient being treated with antibiotics to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient has completed antibiotics and is doing well.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.